Manufacturer narrative:
Correction: beckman coulter received the returned blood sampling valve (bsv) and analysis revealed a misalignment between the ports on the central ceramic pad and those of the exterior ceramic pads. This misalignment is partially attributed to the inclined plane at the top of the stop bar immediately beneath the ceramic pads. The central pad makes contact with this plane at the end of the transition between the aspiration and delivery positions. Further review of the bsv failure for this event suggests that the white blood cell (wbc) backgrounds are impacted by the bsv port misalignment while the other parameters (red blood cell, platelet, hemoglobin) remained unaffected. The failure occurs gradually over time and investigation showed that the failure will be detected when performing daily checks through a failed background count. If the failure occurs between the daily checks, the expected impact to patient samples is minimal. Beckman coulter concludes that the available information reasonably suggests that the bsv torque wear on the bsv does not have the potential for generating erroneous results; the failure is limited to the wbc parameter and may cause wbc background failures.

Event description:
The customer reported obtaining daily check failures related to white blood count (wbc) background high on the unicel dxh 800 coulter instrument. The customer stopped using the instrument as soon as the wbc background failed. No erroneous results were generated in connection with this event. This MDR is to report the event occurred on (B)(6) 2013. An MDR 1061932-2013-01043 was submitted for the similar event occurred on this analyzer on (B)(6) 2013.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the wbc background failures and after troubleshooting, the blood sampling valve (bsv) was replaced, resolving the reported problem. (The bsv was previously replaced on this instrument on (B)(4) 2013). Failure mode was related to premature failure of the bsv. (B)(4).